Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported having a syringe of juvéderm ultra plus xc that "exploded" during injection to a patient in the nasogenian groove and marionette lines. After 0.3ml of product was injected using the packaged needle, syringe separated from the needle during the injection and the rest of the product was spread over the patient. The event did not cause any damage to the patient.